Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence on an undisclosed date. During the procedure, pelvic floor repair mesh and an avaulta support system were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, dyspareunia, psychological and emotional suffering. It was also reported that the patient underwent enterocele and rectocele repair with posterior avaulta mesh on (B)(6) 2007 due to pelvic organ prolapse. The patient also underwent a vaginoplasty and anterior colporrhaphy on (B)(6) 2009 due to sui and pelvic organ prolapse. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 09/03/2015, (B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that patient underwent an excision of mesh on (B)(6) 2007, due to sui and obstructive voiding. No additional information was provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-15588.the same patient is represented in each medwatch.